Event description:
As stated in incident investigation report 2009-(B)(4): 2 aid workers have transported client from bed to wheelchair in a lying position (close to the bed). Before the wheelchair, they put client in sitting position, then mrs. Fell forward and fell from the lift. It is unclear how this happened because it happened very quickly and suddenly the client was on the floor. Result: a large head wound which had to be treated in the hosp with stitches. An arjohuntleigh investigator has examined the device and found that the general condition of the device is good, it has no defects. A function test shows that all functions in accordance with product specifications. No exceptions. Add'l info from the investigator: we have simulated different situations, with extreme movements in the lift. The clip did not get loose and you can not fall forward from the lift. (B)(4).

Manufacturer narrative:
Comments made by person/s interviewed: interviewed agree with the simulations shown and see that a clip can only brake loose with external forces, or the clip should have been not well attached at the start, but then you would expect that client had fell down earlier (above the bed) and not had fallen forward, because then you are blocked by the front tube.